Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as the patient was noncompliant to following aseptic technique (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date, in the same year as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Three weeks after the onset of the peritonitis, antibiotics were discontinued and the patient was recovered. Dianeal therapies were ongoing. No additional information is available.